Event description:
Report received of a non-delivery of an unspecified IV fluid. It was reported that an unknown solution was to be infused by the pump at an unknown rate. According to the customer contact, the volume to be infused displayed on the pump screen was decreasing, but there was no fluid dripping into the drip chamber. The pump was never sent to the biomedical dept and was kept in use in the clinical area. There was no reported adverse pt event and no medical interventions were required. The customer contact was unable to determine what troubleshooting techniques were attempted to resolve the issue or why the pump was not removed from clinical service.